Event description:
During an attempt to implant a medtronic wiktor rival coronary stent, the stent came off the balloon. The physician then used a snare to retrieve the stent. No other intervention or pt complications were reported.